Event description:
Pt was revised due to dislocation.

Event description:
Patient was revised due to dislocation. Update - (B)(4) 2013 - litigation papers received. In addition to dislocation, it is also alleged that the patient suffers from pain and disability. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Added: event/problem description, date received by manufacturer. The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update - (B)(4) 2013 - litigation papers received. In addition to dislocation, it is also alleged that the patient suffers from pain and disability. There is no new additional information that would affect the investigation. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: a complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Com-011635 has been re-opened under pc-000416388 due to receipt of ppf and medical records. There were no new allegations reported. See attached com-011635 for investigative results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.